Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product discarded.

Event description:
The x25 final tightened shaft was seated in a si set screw and torque was applied. The shift skipped out of the set screw. On inspection, the tip appeared warped. No adverse event to the patient. Same type of instrument was used to continue procedure. No further information available. Product discarded; no return to manufacturer unless local engineering assessment indicates return is required.